Event description:
Crew responded to a code call, first responders were already on scene and had disposable defibrillation electrodes attached to the pt and were using an AED. The pt was transferred to the medics device using the same defibrillation electrodes. The device displayed only dashes lines, and indicated connect electrodes. The electrodes connection was checked with no change in device display. The 4-lead ECG cable was attached to the pt and asystole was verified. The pt was not resuscitated. The reporter stated the pt's outcome was not a result of device operation. The reporter stated the pt had been down of an unknown time and was cyanotic.